Event description:
Pt was s/p motor vehicle accident. Dx's 1) left intraventricular (brain) bleed. 2) tooth aspiration and rt lung atelectesis. 3) mandibular fracture. Tooth in right lung bronchus by x-ray with right lung collapse. In attempt to retrieve the tooth, physicain used balloon catheters #4 & 5 fr. Balloon of catheter apparently sheared off but could not be located after tooth removed. Pt discharged 5/23/94.